Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while pulling back the icast stent device into the gore vbx, the stent partially dislodged from the balloon. The physician ballooned the stent up, and it was successfully implanted with no harm reported.